Manufacturer narrative:
The pipeline flex embolization device will not be returned for evaluation as it was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. The pipeline flex instructions for use (IFU) advises, ¿resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device¿ and ¿the system is designed to allow for 2 full cycles of resheathing of the embolization device. Resheathing the embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ related mdrs for this event: 2029214-2017-00782, 2029214-2017-00855. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of two pipeline flex devices failed to open during embolization treatment for a medium, unruptured, saccular aneurysm located in the cavernous segment of the left internal carotid artery. There was a second 6mm aneurysm distal to the 13mm, but still cavernous; thus making the treatment a reconstruction of a fusiform segment. It was reported that the first device failed to gain apposition to the vessel wall and subsequently twisted in the several locations. The device was re-sheathed using the microcatheter and removed from the patient. The physician used second device but this one locked up in the microcatheter so would not able to deployed. The device was re-sheathed and removed from the patient. Third device opened partially in the m1 segment and was dragged back to the para ophthalmic segment. Physician then attempted to deploy the device using a combination of unsheathing and pushing of the device. The distal 5-7mm of the device would not open so the device was re-sheathed removed. Two new devices were implanted without any issue and procedure was completed successfully. The vessel was severely tortuous. No patient injury was reported.